Event description:
Consumer complaint of high blood results. Expected blood glucose results not fasting is about 155 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call not fasting ((B)(6) 2015; 4:21 pm) with results of 192 mg/dl and 212 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is one month. Recall test results performed fasting from meter memory: memory 1:289mg/dl (B)(6) 2015 04:24pm fasting: yes. Memory 2:325mg/dl (B)(6) 2015 04:24pm fasting: yes. Memory 3:269mg/dl (B)(6) 2015 04:24pm fasting: yes. Memory 4:275mg/dl (B)(6) 2015 04:24pm fasting: no. Memory 5:280mg/dl (B)(6) 2015 04:24pm fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had inaccurate reference.